Event description:
The customer reported that the device took longer than expected to discharge energy in the sync mode. There was no report of pt impact or involvement.

Event description:
Customer reportedly received results of 535 mg/dl and 216 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.